Event description:
It was reported that the customer received a power source alert. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and performed a cartridge change on the pump and was unable to replicate the issue.